Event description:
Consumer reports questionable readings (high), dosing insulin based on those readings. Consumer stated went into hypoglycemic shock and needed treatment by paramedics. Analysis run on clark error grid using competitive meter readings (90) vs. Bd reading (315) yielded data point in the "c" range of the grid, outside of acceptable range.